Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer received an unexpected restart alarm each time the battery was replaced. The customer's blood glucose level was not known. The customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the error test. No alarms were noted. No damage found on the interface board. The pump had a cracked case at the display window corners, minor scratches on the display window.